Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified a broken shell, underweight device, fold crease and device appearance of an observed 40-mm dark patch edge material inside the gel of the device. A microscopic analysis was performed which identified a sharp crease opening on the radius side and stress marks around the break. Based on the device analysis, the final assessment is a sharp crease opening on the radius side due to a fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.